Manufacturer narrative:
Updated fields: g4, d4, d10, g7, h1, h2, h3, h4, h6, h10. UDI : (B)(4). The certas valve was returned for evaluation: device history record - there is no indication that the production process may have contributed to this complaint. Failure analysis - the valve was visually inspected, no defects were noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to "after steam sterilization the ruby ball sticks to the ruby seat¿ and potential effects of failure include ¿'excessive pressure required to flush the valve pre-procedure, no functional issues were noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the flow patency of the certas valve could not be confirmed when pumping before placing the valve on a l-p shunt procedure. Therefore, the valve was changed to a new one. Surgical delay within 30 minutes was observed with no patient consequences.